Event description:
On (B)(6) 2013 the lay user/patient's daughter contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch select simple read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient's daughter reported that on (B)(6) 2013 at 4pm the patient tested her blood glucose with the subject meter and obtained a reading of '346 mg/dl.' The patient took 5 units of rapid acting insulin and 15 minutes later, reportedly fainted. Emergency services was contacted and when they arrived and tested the patient with their meter they obtained a reading of '40 mg/dl' and treated the patient with IV glucose. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the test strips appeared to be in good condition and were not past their expiration or discard date. The reporter did not have control solution available at the time of the call to test the subject meter and test strips. This complaint is being reported because the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated by an hcp for severe hypoglycemia after she lost consciousness.

Manufacturer narrative:
(B)(6).